Event description:
According to the reporter: closing arthrotomy at implantation of knee joint or hip joint. Patient was released to rehab when situs was still without pathological findings. From rehab sent back to clinic since operating wound opened up again. Suture material was examined at clinic and it turned out that the suture was causing the complication. There was a second surgery required

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).